Event description:
Customer reported that she had to go to emergency room for high blood glucose levels. Customer stated that she did not have a back up plan of injection prior to hospitalization. Troubleshootin was not performed at time of call. Customer stated that she changed infusion set. No further details provided at time of call.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.